Manufacturer narrative:
(B)(6). The actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The photographs were visually inspected and one photograph was not clear indicating a blockage was present. The reported no flow was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through the minicap extended life pd transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.